Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation was unable to identify the root cause of the reported wear, it would not be unreasonable to expect some wear after 15 years of implantation. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.